Event description:
It was reported that during a scheduled abdominal laparoscopic procedure to remove a gastric ring, "one of the (laparoscopic grasper) jaws broke when trying to grab the gastric balloon (ring). The broken jaw was removed by the surgeon. There was no patient impact reported. The instrument was not kept by the surgical service or the pharmacy service of the hospital. It is therefore impossible to return for analysis.

Manufacturer narrative:
Lot #2011097126 was provided but does not match lot numbers used by the manufacturer. (B)(4). Grasping forceps allow surgeons to manipulate tissues, engage in debridement, and remove foreign objects such as stones from the body. Grasping forceps are suitable for use in clinics, hospitals, surgery centers, and specialty care centers. Analysis report inconclusive. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed.